Event description:
It was reported that during a transcatheter aortic valve procedure involving an evolut fx+ 26 transcatheter aortic valve, the first loaded valve exhibited a misload and overlapped immediately post-crimping, and a fluoroscopy check was performed to assess the misload. The first loaded valve was substituted with a second evolut fx+ 26. It was further reported that the second evolut fx+ 26 showed no misload during the fluoroscopy check; however, during deployment an infold occurred, the valve was not implanted, and it was replaced again. It was additionally reported that a third valve dislodged during final release and was pulled to the descending aorta, after which it was replaced by a non-medtronic transcatheter aortic valve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; product ID evfxplus-26 (unknown serial/lot); product type: 0195-heart valves; implant date (B)(6) 2026; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.